Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 07/21/2020. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 20043402; d.4. Medical device expiration date: 04/20/2023; h.4. Device manufacture date: 04/20/2020. D.4. Medical device lot #: 20023281; d.4. Medical device expiration date: 02/23/2023; h.4. Device manufacture date: 02/20/2020. D.4. Medical device lot #: unknown ; d.4. Medical device expiration date: unknown; h.4. Device manufacture date: unknown. Investigation conclusion: the customer reported the IV tubing separated (disconnection) from the y-site port. Received were following unused samples- 1)362 unopened primary sets model 2426-0500 lot 20043402, 2)one opened primary set model 2426-0500 lot 20043402, 3) one unopened primary set model 2426-0500, lot 20023281, and 4) three primary sets model 2426-0500 lots unknown with two of the sets separated. The opened set samples were visually inspected for kinks, holes/tears in the tubing, or damages to the components. No other issues were observed. The separations on the two separated sets were both observed at the engagement between the tubing p/n tc10013433 and middle smartsite p/n 12274436 components. The remaining opened set samples were manually handled and a slight tug of the tubing engagements observed separations at the same areas. Visual inspection under magnification of the separated tubing ends observed no solvent traces. When aligning the separated tubing end's depth with the open ends of the smartsites, a gap was observed indicating that the tubing ends were not fully inserted. Dimensional analysis of each separated tubing's outer diameters observed they were within specification of 0.164 ± 0.003 inches. Further handling/tug of the rest of each set's tubing engagements observed no separation or issue. Evaluation of 59 samples from the unopened sets from lot 20043402 were performed. The sample size quantity was determined per 1701-008-000 swi sample size selection work instruction v.08 (dir 10000123008_08). The samples were manually handled and a slight tug of the tubing engagements observed separations at the same areas on three of the samples. Visual inspection under magnification of the separated tubing ends observed no solvent traces. When aligning the separated tubing end's depth with the open ends of the smartsites, a gap was observed indicating that the tubing ends were not fully inserted. Dimensional analysis of each separated tubing's outer diameters observed they were within specification. Further handling/tug of the rest of each set's tubing engagements observed no separation or issue. Evaluation of the one sample from another lot (20043402) was performed. Manual handling and a slight tug of the tubing engagements observed no separations. No issue was observed with this set. Equipment used (inspection and measurement performed on 17sep2020): ram optical instrumentation/eq08204/calibration due date 05feb2021 the device history record for set model 2426-0500 lot 20043402 shows the set was manufactured on 20apr2020 with a total of 34,563 units built. There were no quality notifications issued during the production build of this set. The device history record for set model 2426-0500 lot 20023281 shows the set was manufactured on 23feb2020 with a total of 34,563 units built. There were no quality notifications issued during the production build of this set. The device history record for set model 2426-0500 could not be conducted due to no lot numbers being provided. The root cause was due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. The bd nogales manufacturing facility is aware of lack of adhesive on critical joints and has initiated corrective actions (CAPA 1027651) to address potential root causes. This issue will continue to be monitored for an increase in frequency.

Event description:
It was reported that 208 gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: the connecter is not holding the tube securely in the port. This causes the IV tubing to unexpectedly come out of the y-site. We have sequestered all items with the affected lot # (10)20043402. The issue started to come up when we starting using this lot # on mon. July 6.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20043402, medical device expiration date: 04/20/2023, device manufacture date: 04/20/2020. Medical device lot #: 20023281, medical device expiration date: 02/23/2023, device manufacture date: 02/20/2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 208 gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: the connecter is not holding the tube securely in the port. This causes the IV tubing to unexpectedly come out of the y-site. We have sequestered all items with the affected lot # (10)20043402. The issue started to come up when we starting using this lot # on mon. (B)(6).